Event description:
It was reported treatment of an unk stent with in-stent restenosis, the balloon ruptured during dilatation of the stent at 10 atmospheres. The procedure was completed using a non-abbott balloon. No pt effects. No additional event or pt information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). (B)(4) - indication for use. The reported failure could not be confirmed because the device was not returned for analysis. A review of the finished device lot history record did not reveal any abnormalities associated with this lot number that could have contributed to this complaint and in-process inspections and testing met manufacturing criteria. Furthermore, the instructions for use states: the foxcross pta catheter is intended for dilatation of lesions in the femoral, renal, iliac, popliteal, peroneal, and profunda arteries and native or synthetic arteriovenous dialysis fistula. This catheter is not intended for the expansion or delivery of stents. Based on the available information, a conclusive root cause for the reported balloon rupture could not be determined.